Manufacturer narrative:
A ge healthcare service representative installed sp04 software, reset the clinical settings, performed all calibrations, and performed a system checkout. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare initiated and reported a field modification for this issue per 21 cfr 806 on december 20, 2017. The gehc internal field modification number is fmi 34087. There is a potential for the display processor to experience an unexpected failure. If this failure occurs, the device screen will temporarily go blank and will then display an error code ¿ec01 xx¿. The blank display results in loss of monitored data being displayed to the user.

Event description:
The hospital reported while on a patient, ventilator screen went blank and a continuous audible alarm was heard. Error " ecxxxxxxxxxxx" displayed.